Manufacturer narrative:
(B)(4). Investigation was completed based on the bravo study data. The data indicated that the study signal was incomplete, including large gaps throughout the study. Therefore identifying the root cause as bravo system communication failure.

Event description:
Customer reported bravo capsule failed to transmit after it was placed in the patient. The capsule was placed in the patient on (B)(6). On (B)(6), the patient reported that the reciever stopped working. Physician confirmed that the recorder was off. When the recorder was turned back on, the study showed to only have been 7 hours long. A repeat study was conducted.